Event description:
It was reported that after a laparoscopic right colectomy procedure, during the young patient's first post-op bowel movement, there was a significant amount of bright red blood with the stool. There was no indication intra-operatively that was a lack of hemostasis at the ileocolonic anastomosis, but that's where the surgeon feels the blood originated. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information requested and the following was obtained: was the case open or laparoscopic (tlc75 is not a laparoscopic device)? Laparoscopic, but he extracorporealizes the bowel to perform the anastomosis. Did the patient require a blood transfusion? No. What color cartridges were used in the case? Blue. During the case, were there any interventions? If yes, please explain. No. Did the post-operative care change based on the post-op bleeding? No.